Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons required hard presses to elicit a response. The patient denied tears or peeling of the keypad. The patient reportedly wore the pump under a garment, against the skin and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. During testing, all keypad buttons were intermittently unresponsive and required increased force to elicit a response. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the pump display screen booted with persistent vertical lines; the pump was opened and the display flex was found to have failed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.